Event description:
Complainant alleged that during training by the distributor, the device inappropriately prompted a "plug in cable" message, when a set of electrodes were attached to the device. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corp has received the product and will be providing a follow-up report when our investigation is completed.